Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent ventral incisional hernia repair surgery on (B)(6) 2016 and mesh was implanted. It was reported that the patient had removal surgery on (B)(6) 2016 during which the surgeon noted ¿the mesh had separated from the anterior abdominal wall due to mesh failure and adhesions to the underlying tissue. It was reported that the patient experienced severe pain, inflammation, loss of appetite, recurrent hernias and extreme weight loss. No additional information is provided.

Manufacturer narrative:
Date sent to FDA: 8/19/2020. Corrected information: manufacturing site name.

Manufacturer narrative:
Date sent to FDA: 8/28/2020. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.